Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, the patient reported discharge from her incision site for her pump replacement. The patient was admitted to the hospital. Labs revealed spinal staph infection. On (B)(6) 2015, the patient's pump system was explanted and the patient was placed on intravenous (IV) antibiotics. The system will possibly be replaced in the future. On (B)(6) 2015, the patient's surgical sites were well-healed and the event resolved without sequelae.

Event description:
A lumbar incision infection was reported. The signs and symptoms the patient experienced were headache and yellow and red drainage from the incision site. Diagnostics included examination on (B)(6) 2015 with site drainage. Lab work was also done and results noted infection. The etiology was noted as surgery/anesthesia, not related to device or therapy, possibly related to implant procedure. The severity was noted as severe and resulted in in-patient or prolonged hospitalization. The outcome was noted as ongoing event. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study indicated the it was unlikely related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).